Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(4), batch: 256793/289335.

Event description:
It was reported that the patient was experienced inadequate stimulation in both hips and down both sides of the legs. The patient underwent a revision procedure wherein the ipg and leads were replaced with MRI compatible devices. The patient was doing well postoperatively. The explanted components will not be returned due to hospital policy.